Event description:
The catheter was placed 12/12/96 via the deep peripheral left cephalic vein for hyperalimentation. The catheter was then pulled back into the auxillary vein because of turning in the superior vena cava. On 12/15/96, infiltration was noticed in the pt. The catheter was removed.

Manufacturer narrative:
Returned for evaluation was a 2 fr. Catheter, which measures 18.5cm in length. The gauge tape has been removed from the catheter hub. During the decontamination process, the catheter flushed without difficulty; there appeared to be no fluids in the catheter. Lot history review indicated no manufacturing issues and one other product complaint of similar nature, also reported by this user facility. This complaint was inconclusive due to no sample returned for evaluation. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and the catheter could not be made to leak. The catheter flushes and aspirates normally. The clinician noted that the catheter would not thread past the shoulder area and the catheter was pulled back into the axillary vein "because of turning into superior vena cava." If resistance is met which advancing the catheter, slight pressure on the plunger of the attached syringe will generally free the tip, allowing it to continue. A representative of the manufacturer met with the staff of the user facility on 2/24/97. It was reported that the user facility had been using 2 fr. Catheters for approx five years. It was indicated that the patient in this incident was extremely premature and very ill at birth. The facility discontinued use of this manufacturer's 2 fr. Catheter after this incident and changed to another manufacturer's 2 fr. Catheter. Problems similar to the one reported to this manufacturer were reported to have occurred with the other manufacturer's catheter. A month-long evaluation of the use of these catheters is being conducted by the user facility. During this time, the user facility is concentrating on making sure that nurses strictly follow hosp protocol. Additionally, the surgeon placing these catheters will suture the catheter to the patient at the suture wing. The facility also plans to bring in a nurse consultant to talk to them about neonatal specialization.